Event description:
It was reported that patient said that the purewick flex female external catheter are not working resulting in patient being wet. It was unclear if troubleshooting was performed or lot number requested. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the purewick flex female external catheter are not working resulting in patient being wet. It was unclear if troubleshooting was performed or lot number requested. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.